Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The patient was admitted into hospital and the lead was capped (B)(6) 2021 and replaced. The patient was stable before and during the procedure and was recovering after the procedure.